Event description:
Related manufacturer reference number: 2017865-2022-00031. It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. The physician decided to replace the lead. When attempting to replace the old ra lead, the new ra lead was found to have high capture threshold and sensing issues. Doctor then decided to keep the old lead. Patient was stable before during and after the procedure.